Event description:
Customer performed a blood glucose test and received a result of 440mg/dl. Customer took extra insulin based on result. Customer passed out. An ambulance was called and the emt's received a blood glucose result of 26mg/dl. Customer was taken to the hosp and admitted. Customer was given an IV. The e.r. Performed a blood glucose and received a result of 161mg/dl. A request was made for the return of the suspect device and replacement product was sent.